Event description:
The specific alarm on the controller, was not able to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed, via a log file extracted from the system controller, during testing. The log file contained data spanning approximately (B)(6) day ((B)(6) 2021, per time stamp). The pump maintained speeds above the low speed limit, while connected to the driveline. A backup battery fault alarm was observed, on (B)(6) 2021 at 11:39. The alarm appeared to have been caused by a load test failure condition. The battery failed a load test, due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. No other notable events were observed, throughout the data. The returned system controller (serial number (B)(6)) was functionally tested, and was found to perform as intended. A typical events were unable to be reproduced throughout all testing. The root cause of the observed, backup battery fault alarm within the log file was unable to be conclusively determined. Backup battery fault alarms caused by load test failure conditions are being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller had a yellow wrench alarm, resulting in controller exchange. The controller was not returned for evaluation.